Event description:
The reporter, the customer's sister, and customer alleges back to back results on her meter of 480 mg/dl and 82 mg/dl. No adverse event reported. Return requested and replacement was sent.